Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited constant air in line alarm with a primed set. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The air detector did not work during testing and the error was found in the event history log. The air detector was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.